Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with missing segments due to moisture damage found on lcd board. There was no moisture damage on keypad traces or motor noted. The unit had a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that insulin pump has been exposed to moisture. Customer reported that insulin pump was used in water and does not power on. Customer's blood glucose reading was not included in the report. Nothing further was reported.